Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead post-operatively exhibited possible high pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2020, 13:34:46: it was further reported that the cardiac resynchronization therapy pacemaker (crt-p) dropped in the pocket causing lead slack to pull back. Both leads were revised and remain in use. The crt-p remains in use.